Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. The customer experienced low blood glucose of 46 mg/dl. The customer experienced different blood glucose level of 315 mg/dl and 143 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms related to low blood glucose. The customer did not allege insulin pump was under delivering. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.